Event description:
Alleged event: it was reported that during an intervention only one (1) staple was placed, the other five (5) staples did not hold in the skin. The pt's condition was reported as fine.

Manufacturer narrative:
The device history review for the product visistat 35w 6/box, lot #73e1400392 did not show issues related to complaint. The MFR will continue to monitor and trend related complaints.